Event description:
Hcp reports patient presented in 2003 with a return of pain. At refill, 18cc of morphine were removed from the pump-it is unknown what the expected reservoir volume was. The following month a "pump dysfunction" was noted. A catheter revision was performed in the next day or two. Two months later the pump was refilled and 18cc of morphine were removed from pump-the expected reservoir volume was 9 or 10cc. The pump was then explanted, replaced, and returned to the manufacturer for analysis. The patient is reported to have recovered without sequela.